Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead showed significant noise, high impedance and a threshold could not be measured. The analyzer was reconnected and no change was seen. The ra lead was attempted at a new location and the high impedance and noise issues persisted. The analyzer cables were checked and showed no issues with other implanted leads. The ra lead was removed and new ra lead was implanted successfully without issue. No patient complications have been reported as a result of this event.